Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU, certificates of analysis and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant.

Event description:
On (B)(6) 2013, the surgeon performed a left side si joint arthrodesis on the patient placing three ifuse implants. The patient complained of new left side pain following the surgery. CT scans showed that the most superior implant was abutting the s1 foramen. On (B)(6) 2014, the surgeon performed a revision surgery where he removed the superior implant and replaced it with a shorter implant in the same hole. The patient is doing very well following the surgery.